Event description:
It was reported to boston scientific corporation that one end of the zero tip nitinol retrieval basket was not properly sealed. According to the complainant, the top end of the packaging was unsealed and its sterility was suspected to be compromised. There was no patient involvement nor a procedure performed.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.